Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided and reviewed. Post filter deployment, computed tomography of the abdomen without contrast was performed for the patient with unspecified injury of vena cava, and compared with computed tomography of abdomen and pelvis of previous study, showed that apex of an inferior vena cava filter was just below the inferior margin of the right renal vein. There was a single protruding strut of the filter extending beyond the lumen by 2mm, along the anterior-medial margin of the inferior vena cava, adjacent to the aorta, and no erosion into the aorta. No alleged deficiency with the filter was reported. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: (B)(6) 2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment it was alleged that the filter struts perforated. The current status of the patient is unknown.